Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(6) 2010. This coincides with the install timestamp of system software update.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that power on reset (por) occurred in patient's pacemaker. This was "not a critical por." Device was interrogated, reset, and is working appropriately. The pacemaker remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that power on rest (por) occurred in patient's pacemaker. This was "not a critical por." Device was interrogated, reset, and is working appropriately. The pacemaker remains in use. No patient complications were reported as a result of this event.